Manufacturer narrative:
Concomitant products: product ID 7496-51, serial # (B)(4). Implanted: (B)(6) 1991, product type extension. (B)(4).

Event description:
The patient reported that ¿from the beginning¿ since implant the device was not put in the right place. When they were implanted it was ¿touch and go on getting it exactly right.¿ it was decided to leave the device where it was but after a few years the patient decided the device was not doing them any good. They stated that had the device been put in the right place it would have helped them with their symptoms. They noted that their device was removed several years ago.